Event description:
It was reported that during a prophylactic extraction procedure, the physician determined that it was medically unsafe to extract the atrial lead due to high amounts of scar tissue growth. Subsequently, the physician was unable to re-extend the helix. Electrical testing through the analyzer revealed adequate p-wave sensing; however, there was no pacing capture and high impedances. The atrial lead was placed into the atrial port of the new device for sensing purposes and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 5568-53 analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694965 implantable tachy lead implanted: (B)(6) 2007; product ID d154awg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2007; product ID 5076-58 implantable pacing lead implanted: (B)(6) 2004. (B)(4).